Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the 99% stenotic, moderately tortuous and non-calcified mid right coronary artery (rca). The physician attempted to deliver the 2.75x32mm taxus express2 drug eluting stent but was unable to cross the lesion. When attempting to retract the stent delivery system (sds) through the guide catheter, the device caught on the tip of the guide catheter and the proximal portion of the stent was damaged. The physician finished the procedure with a 2.50x28mm taxus stent. There were no complications reported and the patient condition is listed as good.